Event description:
A female patient presented for a routine follow-up on (B)(6) 2025, following a battery replacement procedure performed in (B)(6) 2024. During this visit, device interrogation revealed that the battery voltage measured 2.85v, with an estimated remaining capacity of 58%. However, the battery curve displayed a noisy pattern with a sawtooth appearance. No adverse patient sequelae were reported during this visit.

Manufacturer narrative:
Ebr submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Ebr has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by the FDA, ebr, or its employee, that the device, ebr or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Ebr will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The battery (B)(6) and transmitter (B)(6) associated with this complaint were not returned, preventing direct functional testing. However, available programmer logs and battery performance data were reviewed. Analysis of the battery voltage curves revealed a saw-toothed pattern with noticeable fluctuations, potentially indicative of early-stage kyroflex-related leakage or pass-through fault. Despite these irregularities, the voltage remains within established min/max specification limits, and the estimated remaining capacity aligns with expectations. As model 4100 transmitter was not returned for analysis, the root cause of the reported issue could not be determined. However, the transmitter's serial number falls within the scope of CAPA 20-001, which was initiated to address feedthrough failures.